Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. There are no similar complaints in the lot. One sample was returned by the customer for review. Upon visual inspection, there was no damage found to the filter. The filter was functionally put in warm water for 2-3 seconds and the filters opened normally with no issue. Since the defect could not be duplicated, the complaint is not confirmed. Because a manufacturing defect could not be found, there is no further evaluation required and no corrective action will be taken.

Event description:
Radiologist noticed option ivc filter did not ¿open up¿ sufficiently. An additional procedure was performed in which the filter was snared and retrieved. Another filter was placed. Images provided.

Manufacturer narrative:
The device was not returned for evaluation. Images were provided. Investigation including root cause analysis is in progress. A supplemental MDR will be submitted upon investigation completion.